Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inappropriate high voltage therapy during the detection of vf episodes. It was unclear whether or not the recorded episodes were true vf. The programming of the device caused the shock to be delivered. The device was reprogrammed and the patient was stable.